Event description:
Description of event according to initial reporter: a 47-year-old male patient underwent a filter retrieval procedure in which the cook celect platinum navalign vena cava filter set was retrieved. The patient had the filter implanted 15 years prior in 2010. When retrieved a secondary strut was noted to be fractured and lost. It is not apparent that it occurred during the removal and could have occurred prior to the removal procedure. Images were taken of the chest, and no evidence of the strut was located, nor located in the inferior vena cava (ivc), superior vena cava (svc), or the jugular. Chronic scarring was noted in the ivc and exclusive scarring noted in the bilateral iliac vein.